Manufacturer narrative:
The qa lab evaluated the returned test strips. At 2 out of 5 readings were high, out of spec. One reading was 44 mg/dl out of spec, the other reading was 11 mg/dl out of spec.

Event description:
The customer alleged that he performed control tests and received results that were high, out of spec. The test strips were returned for eval and replacement test strips were sent to the customer. No adverse events were alleged.